Event description:
During repair of right leg torn acl, the attending physician noticed the right thigh was hard and edematous. Irrigation flow from the pump was discontinued and irrigation was started by gravity.